Event description:
The physician reprogrammed the subject device immediately at the end of implantation procedure, while the pt was still in operating room. The pt is pacemaker dependant and pacing was visible in both cavities at that time. Reportedly: the message "auto-programming will occur in less than 20 minutes. Program now?" Was displayed upon interrogation; physician answered "ok"; subsequently, a ventricular pause was observed for 5 to 6 seconds; pacing resumed while physician moved the programming head a little. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.